Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic wedge resection, on the partial fissure, the stapler was not able to fire. They exchanged the device to complete the case. There was no patient injury.